Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 600 mg/dl with extreme drowsiness and chest pain associated with the time being incorrect. It was reported that the patient self-treated with a bolus and their bg came down to 144 mg/dl. Reportedly, the patient discontinued the insulin pump on (B)(6) 2015 and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient had incorrectly set the am/pm on the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in incorrectly setting the time.